Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd solis pump displayed a cassette error. This is a high-priority error that prevents device operation and interrupts therapy. There were no reported patient involvement and no harm/adverse event reported.